Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: original note from customer "t1 ventilator on a patient going into standby after making a loud noise. This occurred at the oc ICU." Note on the machine also said sept 7th - alarming low vt and minute volumes, despite passing flow sensor test and leak test. Rt unable to troubleshoot" no health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: the customer reported an event involving a loud noise from the ventilator, followed by low tidal volume and minute volume alarms and transition to standby, without reported patient harm. Logfile analysis did not identify any corresponding alarms or technical failures on the reported date of (B)(6)2025, with normal device operation documented around (B)(6)2025. Similar alarm patterns consistent with circuit-related issues were observed later ((B)(6)2025), suggesting a possible discrepancy in the reported event date. The most probable root cause is a transient patient circuit issue (e.g., disconnection, obstruction, or leak), although this cannot be confirmed due to absence of log evidence. The device passed all service tests and was returned to use without recurrence, indicating no device malfunction. This case is considered as closed.